Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge and successfully resumed insulin therapy. Customer¿s blood glucose level was not adversely impacted.